Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. Device evaluation: the evaluation of the returned pump confirmed the presence of thrombus, which could have contributed to the reported elevated ldh; however, a direct correlation between the evaluation findings of the returned device and the reported prior cva could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Upon disassembly of vad-17304, a thrombus formation was found surrounding the inlet bearing ball, obstructing approximately 10-20 percent of the blood flow path. The thrombus ring appeared to have formed in laminated layers, indicating that it developed around the inlet bearing ball over an undetermined amount of time while the pump was operating. An additional thrombus formation was found in the proximal-side of the outlet stator. The thrombus was not adhered to the blood-contacting surfaces and its structure suggests that it did not originate in the outlet stator and initially developed in another location. The origin of the thrombus formation could not be conclusively determined; however, it appeared to show a curved, partial ring-like structure, suggesting that it may have potentially originated around the inlet bearings. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase levels were elevated and the patient was treated with heparin. It was also reported that the patient experienced a stroke. The patient underwent a pump exchange on (B)(6) 2017. Additional information was requested, but was not provided.